Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One decontaminated device was received. Under visual inspection the device appeared to be in good condition. Functional testing was performed in which the device was inflated and after twelve hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review was not performed as no product fault was found. No action has been taken.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the device was found to have a broken cuff. No patient injury or adverse effects have been reported.